Event description:
The reporter stated that the checkvalve that is bonded to the manifold breaks at the bond. The device broke while being manipulated during use. No patient injury or treatment associated with this event.